Event description:
Nurse aide was transferring resident from bed to wheelchair with electrical pt lifter. In the process of transfer, the spreader bar on the lift broke, dropping the resident to the floor. Upon inspection it was determined that 2 welds had let loose, allowing the section of the spreader bar to fall apart. (*)